Event description:
Caller reported a malfunction on pump, displaying malfunction code 9. Impact on customer's blood glucose level was unknown as caller declined to provide details. The customer's pump was out of warranty, and they reverted to an alternate method of insulin therapy.